Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having stroke. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging anissue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience suffered a stroke due to non-use of the device and device is not working. There was no medical intervention required by the patient. The reported event of suffered a stroke due to non-use of the device and device is not working and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging to experience suffered a stroke due to non-use of the device and device is not working related to a CPAP device's sound abatement foam. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An observed minor dust/dirt contamination on upper and bottom enclosures, ui panel assembly, blower box, blower box upper cap, blower, rear panel, and p4 power connector. Blower outlet seal is not seated correctly but does not impact the airflow. The firmware was updated for testing purposes. The device did pass final test. Also is unable to address the symptoms outlined in the complaint. Also observed dust/dirt contamination in the airpath, likely from a source external to the device and observed no evidence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has evidence of sound abatement foam degradation/breakdown was not observed in the base unit. In this report, section d9, g3, h3, h6 has been updated or corrected.